Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the gpio was not updated so they replaced the gpio. The imaging system then passed the system checkout and was found to be fully functional. No case parts were returned for analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the left side trackers on the system are not firing, but the right tracker work well. They rebooted the system several times with no resolution. There were no patients present during this event.